Event description:
It was reported that a patient had a mitraclip implanted on (B)(6) 2022. The clip had been implanted however a jet, medial to the clip was observed. The decision was made to use an unknown size amplatzer vascular plug with the intention of placing it to plug the regurgitation. It did not resolve the residual mitral regurgitation (mr). The amplatzer vascular plug embolized into the left atrium and then into the left ventricle (lv) and caught on the cordis. The device was first snared in the lv and then a second snare was used in left iliac artery to retrieve the device. The patient remained stable throughout the procedure. The following day, a pericardial effusion was discovered. The patient underwent a pericardiocentesis for treatment. At the time of report, it was noted that the patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of an amplatzer vascular plug ii being used off-label to close a patent ductus arteriosus and the device migrating to block the pulmonary artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. The use of the device in a position not recommended in the instructions for use could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the instructions for use, "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."